Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient hadn¿t been able to recharge for 2 weeks. The rep reported that the patient tried multiple sessions with the antenna locate feature that came up and the rep tried it a couple times on (B)(6) 2018 as well. The rep did a ¿reset¿ function on the implant and then have the recharger go into antenna locate feature again. The ins eventually responded and was charging with good coupling. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins needed a reset but the cause of the inability to charge was unknown. No further complications were reported/anticipated.